Manufacturer narrative:
This MDR is a duplicate - the event was already reported on MFR report #1119779-2023-00523. The previous MFR report #1119779-2023-00545 should be considered cancelled.

Event description:
It was reported that while using the bd plate tsa5% sb//levine emb 100 ea that there was contamination. The following information was provided by the initial reporter: pollute.

Manufacturer narrative:
G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ plate tsa 5% sb//levine emb, catalog number 221289, with 510k #preamendment. In this MDR, bd ds headquarters in sparks, md has been listed in sections d.3. And g.1. As fukushima is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plate tsa 5% sb//levine emb 100 ea that there was contamination. The following information was provided by the initial reporter: pollute.